Event description:
It was reported that cardiohelp device failed the patient leakage test with a reading of 0,540ma. The failure occurred during service. No harm to any person has been reported. (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair. The sensor panel was replaced. The review of the non-conformities has been performed on 2022-11-09 for the period of (B)(6). It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-01. The affected sensor panel was requested for investigation. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that cardiohelp device failed the patient leakage test with a reading of 0,540ma. The failure occurred during service. A getinge field service technician (fst) was sent for investigation and repair on 2022-09-11. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected product was investigated by getinge life-cycle-engineering (lce) on 2023-08-11. The exceeding of the value limit affects only the sensor panel da0, in which a higher capacitor value was installed. As an action the sensor panel was revised under a CAPA 671319 . According to the instruction for use (cardiohelp system, chapter 4.5) it is stated to check the total leakage currents if the cardiohelp device will be used together with other medical devices. Based on the results the reported failure "patient leakage test failed" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2021-11-03 till 2022-11-03). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).